Event description:
It was reported through STS/ACC TVT Registry data that Navitor devices may be related to 131 adverse events which are considered death including: Acute myocardial infarction, Cardiovascular hemorrhage, Cardiovascular procedure, Heart failure, Infection, Hemorrhage, Hepatobiliary, Infection, Neurological, Other cardiovascular reason, Other non-cardiovascular reason, Pulmonary, Renal, Stroke, Sudden cardiac death, TraumaThe relationship of the adverse events to the Navitor devices could not be determined based on the limited data received from the registry. STS/ACC TVT Registry data is reported as a summary per Summary Reporting Exemption Approval Number - RWD2300134. The data received indicated that the procedure date range was between 26 June 2024 ¿ 19 December 2025. Patients¿ mean age is 81 years, ranging from 54 to 99 years. 57% of the patients were male, 43% of the patients were female.This report is for Quarter 2 timeframe between 01 April 2026 - 30 June 2026.As of 01 May 2026, 7079 patients were treated with the Navitor device and 592 with the Portico device in the STS/ACC TVT Registry.

Manufacturer narrative:
131 events of death were reported that could be related to the Navitor device, including deaths of acute myocardial infarction, cardiovascular hemorrhage, cardiovascular procedure, heart failure, infection, hemorrhage, hepatobiliary, infection, neurological, other cardiovascular reason, other non-cardiovascular reason, pulmonary, renal, stroke, sudden cardiac death, trauma. A more comprehensive assessment could not be performed as limited information was provided including that the device was not returned for analysis. Based on the limited information received, the cause of the reported incident could not be conclusively determined. However, risk assessment was completed for the reported incidents. The death events and rates reported in this study were found to be anticipated in the study population and are in alignment with rates observed in other clinical studies.No new risks have been identified for this population. No new hazards or harms were identified that would impact the benefit/risk profile. Based on a review of the available information, there was no indication of a product quality issue with regards to manufacture, design, or labeling. Therefore, no remedial action is required at this time.B2 - Date of Death: The earliest date of death was used.D4. Primary UDI Number: The UDI number is not known as the part and lot number were not provided.D6a - Implant Date: The earliest implant date was used.This report is for Quarter 2 timeframe between 01 April 2026 - 30 June 2026.